Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigational summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. The tip is in good condition, no signs of activation were observed. The device will be sent to the manufacturer for further review and testing. Manufacturing investigation results for vapr tripolar 90 suction elect: the device was not returned in its original packaging, a bag only. Active tip is used, crystalized saline around the tip. Handle assembly is used, no misuse. Cable and plug assembly condition are used, procedural residue visible in suction tube. During our initial investigations, it was found that the device failed both cut return continuity and ablate activation testing. Further investigations were undertaken by our senior process engineer. The siamese connector used in this device has a flat edge on the left hand side, where there should be a "wing shape" that holds the connector in the plastic recess it is inserted into. As a consequence, the siamese terminal connector was not secured tightly into the plastic recess and not keeping the return wire in place correctly. This is most likely the reason why the device did not function, as described by the customer. The cause of the poor contact between parts is caused by faulty incoming part. These faulty parts were sent back to the supplier. As the fault is relating to a faulty component. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received and attributed to a manufacturing error. This product issue will be addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified.

Event description:
It was reported that during an arthroscopic rotator cuff repair (arcr) procedure for a rotator cuff tear (rct) it was observed that the evaporation function of the vapr tripolar 90 suction elect device was not working just after the surgery was started. It was noted that the hemostatic function was functioning to some extent. It was reported that since the evaporation was not working, the handpiece was once pulled from the socket and connected but there was no reaction. It was reported that the surgeon tried turning the device off and on, but that did not fix the problem. Therefore, the surgeon used another device with the same product code and continued the surgery. It was reported that the surgery was completed successfully. There were no adverse consequences to a patient. No additional information could be provided.